Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the urinary tract during ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was unable to open the basket to release the stone and noticed that the sheath of the basket was broken . Laser was applied to cut the basket wires releasing the entrapped stone. The stone was removed using another segura hemisphere basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual assessment found the basket was open when received. The luer and strain reliefs were detached from the sheath and not returned. The basket and wires were present and attached. One (1) basket wire was broken and bent. The broken ends of the basket wire were examined under magnification, the break is consistent with being contacted by laser. The distal end of the sheath was torn, and the handle cannula was bent. A functional evaluation of the entire device was not performed due to the device being disassembled. The basket was actuated using the handle cannula, and the basket would not close properly due to the torn sheath. During manufacturing, the devices are 100% inspected for device functionality/integrity. Most likely, the defects identified were due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the dfu.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the urinary tract during ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician was unable to open the basket to release the stone and noticed that the sheath of the basket was broken . Laser was applied to cut the basket wires releasing the entrapped stone. The stone was removed using another segura hemisphere basket. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.